Event description:
Retained foreign body (glove fragment left in the patient's chest) occurred during the chest tube placement in three (3) different patients performed by different providers on three separate dates using biogel pi ultratouch gloves from different locations/sources within the facility (all lot number's are not known at this time). Dates of events: a) (B)(6) 2024; (b) (B)(6) 2024; and (c) (B)(6) 2024. This has been reported to the manufacturer. Reference report: mw5154423, mw5154425.